Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: on investigation, moisture behind the display lens and moisture corrosion in the battery compartment was confirmed. Leak testing revealed moisture ingress into the pump through a crack in the pump case. Further moisture contamination was found inside the pump on the printed circuit board and other internal components. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue, behind the display and in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit or cartridge compartment.